Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet became inoperable despite powering on, charging, and issuing alerts, with the display nonfunctional and no evident physical damage; basal delivery continued, dexcom connectivity to the phone remained intact, and the user transitioned to manual injections. Symptoms included none reported, with blood glucose described as normal. Outcomes included no adverse health effects, no alarms of clinical consequence, and continued glycemic monitoring via cgm. Investigation included device functionality checks through user reports, confirmation of basal delivery and cgm connectivity, and guidance to shut down the device to avoid further alerts. Investigation of this device revealed a display or user interface malfunction consistent with a hardware screen visibility issue, with no impact to infusion or sensor communication components. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure of the display subsystem.